Event description:
Review of the article "outcomes of sequential bilateral xen®45 implantation: evidence for a fellow-eye effect influencing early management" from the european journal of medical research noted the following events "21 eyes required needling procedure; 2 eyes required additional glaucoma surgery; 2 eyes had transient hypotony and provided pressure bandaging; 1 eye had bleb leakage; 1 eye had endophthalmitis requiring xen explantation; 9 eyes required bleb revision surgery."

Manufacturer narrative:
Article citation: ding, yihong, et al. ¿outcomes of sequential bilateral xen®45 implantation: evidence for a fellow-eye effect influencing early management.¿ european journal of medical research, vol. 31, no. 1, 7 apr. 2026, https://doi.org/10.1186/s40001-026-04380-2. Multiple requests for further information have been made. Abbvie has received no response from the authors. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events are a known potential adverse event addressed in the product labeling.